Event description:
The customer contacted stryker to report their device's power button has intermittent function. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to duplicate and verify the reported issue. Corrosion was observed on the on/off button's membrane and once removed the button worked as expected. The customer received a replacement device and this device will be scrapped by heartsine.

Event description:
The customer contacted stryker to report their device's power button has intermittent function. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.